Event description:
Infant in the neonatal intensive care unit was on high flow nasal cannula at 4.5 liters/min for chronic lung disease. Infant continued on optiflow of 4.5 liters. The infant's fio2 needs were higher than normal much of the morning. Mom had expressed concern regarding infant's increase in oxygen needs. At the beginning of the shift, the infant was found with oxygen needs in the sixties. While mom was holding her infant, she noted that she could feel air flowing. It was discovered that the optiflow cannula had developed a hole in the coating over the spring in the tubing. Respiratory therapy was called to follow up on this and found one of the high flow nasal cannula wires seemed to be disconnected with plastic dislodged out of place. The therapist replaced the cannula and was able to wean infant to as low as 29% for a short period. Oxygen needs after infant's 1500 feeding was 39% with occasional desaturations. By the next am, the infant continued on optiflow 4.5 liters, 35-40% oxygen during the night.